Manufacturer narrative:
.

Event description:
On (B)(6) 2013 it was reported that the touch screen was not responding on the demo handheld. Hard resets were performed; however, they did not resolve the issue. The device has been returned and is pending product analysis. No other information has been provided. Device manufacturing records were reviewed. Review of manufacturing records confirmed that the handheld passed all functional tests prior to distribution

Event description:
An analysis was performed on the returned handheld and the screen responsive issue was verified. During the analysis it was identified that the handheld was unable to advance past the screen alignment utility. The cause for the display anomaly is associated with resistance values being higher than expected in the touch screen circuitry. Once the display was replaced with a known good display, no further anomalies associated with the handheld performance were identified during the analysis.no anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
Device manufacture date, corrected data: initial MDR incorrectly reported the manufacture date for a different device. Device failure occurred, but did not cause or contribute to a death or serious injury.